Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): although the pump for 11 days was filled for only seven days (168 ml) the drug was even not finished after 13-14 days.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.